Event description:
It was reported that during a meniscus repair, after the deploy of t1, t2 fell out simultaneously. No patient injury report. Back-up device was available.

Manufacturer narrative:
Has been updated. Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.